Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on 09/10/2018 stating that pacing on this lead has increased which does not tolerate very well. The physician was dr. (B)(6) at (B)(6) clinic (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).